Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: runthrough hc. Guide catheter: hyperion. The nc traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us. (B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous and moderately calcified de novo lesion with 90% stenosis in the proximal to mid right coronary artery. The 3.00x15mm nc traveler balloon dilatation catheter (bdc) was used for pre-dilatation. The bdc was soaked in saline and prepped (air aspiration) inside the anatomy prior to use. The distal portion of the lesion was dilated once without issue; however, pressure was applied after retracting to the proximal portion of the lesion to dilate and the device ruptured at 12 atmospheres after 2 seconds. The device was replaced with a 3.5x15mm nc traveler bdc and inflated without issue. The procedure was successfully completed after stent implantation. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the coronary dilatation catheters nc traveler rx, global instructions for use specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulty appears to be related to circumstances of the procedure.